Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device's active exhalation control module needs to be replaced to address the issue. The device was returned unrepaired per customer request.